Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was high, reading as "high" on the cgm, indicating it exceeded 500 mg/dl (27.7 mmol/l). To address the high blood glucose level, the customer administered a correction injection via multiple daily injections (mdi). Reportedly, the customer reverted to an alternate method insulin therapy.